Event description:
It was reported that the patient experienced two infusion set insertion site infections: the first in (B)(6) 2025 was treated with keflex and bactrim, resolving after 10 days of antibiotic therapy, and the second in (B)(6) 2026 was managed with leftover medication from the previous incident.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.